Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there is a "wavy line" displayed down the middle of the touchscreen display, and the right side of the pump is all black and unreadable. Customer's blood glucose level was 142 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.